Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. If the device or further details are received at the later date a supplemental medwatch will be sent. E2013037. Total number of events ¿ 23. Prolene polypropylene mesh - 12. Prolene soft polypropylene mesh - 2. Ultrapro mesh - 3. Vicryl polyglactin 910 mesh ¿ 6.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and the mesh was implanted. Following the procedure, the patient experienced pain and erosion of her internal bodily tissue and underwent revisionary procedures. No further information is available.

Manufacturer narrative:
Date sent to FDA: 08/17/2018 ethicon MDR summary reporting exemption e2013037 reporting period october 1, 2017 through november 30, 2017 supplemental 04 - attachment: [12-31-2017 ftl supplemental 04.xlsx]

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2017 through november 30, 2017.

Manufacturer narrative:
Date sent FDA: 2/11/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2017 through november 30, 2017.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2017 through november 30, 2017.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2017 through (B)(4) 2017.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient codes: (B)(4). It was reported that patient underwent mesh revisions on (B)(4) 2008, (B)(4) 2010, (B)(4) 2015. It was reported that patient underwent mesh revision on (B)(4) 2015. No additional information was provided. Ethicon MDR summary reporting exemption e2013037. Reporting period (B)(4) 2017 through (B)(4) 2017. Supplemental 03 - attachment: [(B)(4) 2017 ftl supplemental (B)(4)].

Manufacturer narrative:
Date sent to FDA: 02/22/2018 ethicon MDR summary reporting exemption e2013037 reporting period october 1, 2017 through november 30, 2017 supplemental 01 - attachment: [12-31-2017 ftl supplemental 01.xlsx]

Manufacturer narrative:
Date sent to FDA: 04/12/2018 ethicon MDR summary reporting exemption e2013037 reporting period october 1, 2017 through november 30, 2017 supplemental 02 - attachment: [12-31-2017 ftl supplemental 02.xlsx]